Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause.

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.16in catheter tip was damaged. The following information was provided by the initial reporter: the patient is prepared for venipuncture and it is observed that the tip of the catheter is open, it is not possible to channel the patient, there was no damage and the catheter was changed for another.